Event description:
A facility representative reported that a replacement implantable collamer lens (icl) lens was implanted due to low vault without rotation. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).